Manufacturer narrative:
It was reported that a patient with motoband cp plates, screws and dynaforce clips underwent revisions approximately 1 year post-operatively. No patient specific information has been provided at this time for further investigation. As additional information is provided, this report will be updated.

Event description:
It was reported that a patient with motoband cp plates, screws and dynaforce clips underwent revisions approximately 1 year post-operatively. No patient specific information has been provided at this time for further investigation. As additional information is provided, this report will be updated.